Manufacturer narrative:
Additional device info; this report is for seven unknown locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6), 2014, a revision of a locking compression plate proximal tibia plate was performed due to patient pain. The patient was originally treated for a proximal tibia fracture on an unknown date. It was reported on an unknown date, the patient complained of pain, therefore the surgeon elected to remove the patient¿s hardware. The surgeon explanted all hardware which included one proximal tibia plate, seven 3.5 mm variable angle locking screws, and two 3.5 mm cortex screws. Item and lot numbers of the screws are unknown. All hardware was removed and surgery was successfully completed. There was no report of a surgical delay. This report is for seven unknown locking screws. This report is 2 of 3 for complaint (B)(4).